Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Brinkley, l., lorts, a., rosenthal, d., o¿connor, m., wright, l., farrukh, m., duganiero, t., naorem, r., jacobs, j., & amdani, s. (2025). Multi-center study evaluating outcomes of right heart failure after pediatric left ventricular assist device implantation. The journal of heart and lung transplantation, 44(4). Https://doi.org/10.1016/j.healun.2025.02.026. Manufacturer's investigation conclusion: a direct correlation between the centrimag blood pump and the reported events could not be conclusively determined through this evaluation. It was reported through the research article, ¿multi-center study evaluating outcomes of right heart failure after pediatric left ventricular assist device implantation¿ that the centrimag blood pump may be associated with right heart failure (rhf). This multicenter retrospective cohort study evaluated the incidence and clinical impact of rhf following pediatric left ventricular assist device (lvad) implantation. Through a sample of 1,607 pediatric patients, rhf occurred in 5.8% of cases, representing a lower incidence than reported in adult lvad populations. While pre-implant demographics, illness severity, device strategy, intermacs (interagency registry for mechanically assisted circulatory support) profile, end organ function, use of extracorporeal membrane oxygenation (ECMO), and center volume were similar between groups, rhf patients were more frequently supported with the heartmate 3 left ventricular assist system. These findings highlight rhf as a clinically significant complication and emphasize the need for further investigation into patient and device specific predictors to improve risk stratification and post implant management. No product was evaluated under this complaint. The centrimag blood pump serial numbers, as well as other specific case/patient information, were documented as unknown. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The centrimag blood pump instructions for use (IFU) rev. C lists right heart failure as an adverse event that may be associated with the centrimag circulatory support system under ¿adverse events¿. This IFU also provides the following warnings and cautions: IFU warning #10: frequent patient and device monitoring is recommended. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the research article, ¿multi-center study evaluating outcomes of right heart failure after pediatric left ventricular assist device implantation¿ this multicenter retrospective cohort study from the action registry evaluated the incidence and clinical impact of right heart failure (rhf) following pediatric left ventricular assist device (lvad) implantation between 2017 and 2024. Among 1,607 pediatric patients, rhf occurred in 5.8% of cases, representing a lower incidence than that reported in adult lvad populations. Patients who developed rhf demonstrated significantly reduced post implant survival compared with those without rhf. While pre implant demographics, illness severity, device strategy, intermacs profile, end organ function, and center volume were similar between groups, rhf patients were more frequently supported with the heartmate 3 device. These findings highlight rhf as a clinically significant complication associated with increased mortality in pediatric lvad recipients and emphasize the need for further investigation into patient and device specific predictors to improve risk stratification and post implant management. Specific patient information and device serial number are documented as unknown. Details are listed in the article. Device was implanted at time of the event. Date of event has been entered as: 01jan2022 as patients were implanted between 2017 and 2024.